Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that 1 day following the revision procedure, some short v-v intervals and 2 non-sustained episodes were observed to have occurred. The patient was discharged from the hospital and will continue to be monitored.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the rv channel. During the revision procedure, a connection issue was found and resolved. The lead and device remain in use. No patient complications have been reported as a result of this event.